Event description:
It was reported that during a surgery, the device broken during insertion. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
One healicoil pk suture anchor device, used for treatment, was returned for evaluation. The complaint stated: ¿the device broken during insertion¿. There was a relationship between the reported event and the device. No suture was returned. The anchor was returned. It had been damaged from excess torque applied. It was twisted on the inserter, fractured, split open and segments of threads were absent. The insertion shaft showed no damage. Torque was found to be a factor for the condition. In the instructions for use is read: ¿it is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure. If more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered.¿ no root cause associated with the manufacture of this device could be supported nor proven. Product met specifications upon release to distribution. Complaint history review found one similar report for this lot".

Event description:
It was reported that, during an unspecified surgery, the device broke while being inserted. A back-up device was available to complete the procedure with no significant delay and no patient injuries.